Event description:
Caller alleged discrepant inratio2 results. Results as follows: one month ago, the customer used the inratio meter with relatively high results (about 3). The customer did not take her coumadin dose on this day and took a smaller amount of coumadin the next day. The customer suffered bleeding and went to the hospital; hospital result was about 4.7. Pt was hospitalized for five days. See scanned table. Results from (B)(6)were performed in front of the distributors rep. The re used their own strips (lot # 308628) and also verified technique. The customer used strip lot # 315117. Customer claims that since she was hospitalized, her health condition is not what it was before. Customer reports feeling weaker, and she was bleeding from the eye. Therapeutic range: unk. Customer is(B)(6) doctor.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Root cause could not be determined from the information provided by the customer. The manufacturing records for lot #315117 were reviewed. The non-conformances associated with this lot were not relevant to the initial complaint and do not affect product performance. The manufacturing records for lot # 308628 were reviewed. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time.